Event description:
It was reported that, patient was "ok" for about three months after the surgery and then he presented with pain. He had an MRI in 2011 which showed that a pinch nerve was causing the pain. He has been through therapy but the pain doesn't go away. Currently, he continues to complain of pain. He had the last visit to his surgeon in 2011 and will be following up.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.